Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse, the patient felt heart racing, was sweaty and shaky. It was also reported by the patient's parent that two days post implant the patient had chest pain and went into ventricular tachycardia at an accelerated rate and they were told the lead dislodged. Following, it was reported there was tamponade from perforation. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed,and no anomalies were found. The overlay tubing and the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.